Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was being implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient did not want lead revision regardless of impedances/issues. The hcp would encounter with lead (per both hcp and patient). Impedances high on 10 & 15. Unable to get lead to connect for contacts 14 & 15. All other contacts green. Additionally, the rep stated that the impedances were noted on the new device. The cause was unknown. Patient was seen last week for the post-op follow up appointment. There are no further plans to address the impedance issue. Patient was programmed around the impedances. The issue is resolved as patient was happy with the therapy after programming. Rep will reach out to hcp to obtain the patient weight information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). They provided the patient¿s weight at the time of the event. No patient complications were reported as a result of this event.